Event description:
Customer reported system is making clicking noise and touch screen and keyboard are inoperable. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray controller battery. This MDR is related to ge healthcare complaint number.